Event description:
It was reported that the patient was admitted to the hospital for treatment of kidney stones. At about 1 o'clock noon on (B)(6) 2021, the urology hospital opened the guide wire during percutaneous laser lithotripsy and found that the tip of the guide wire was missing a section and could not be used normally. Replaced with a new guide wire immediately. No other impact on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive since no sample was returned. It was unknown whether the device had met specifications. The product does not appear to have been used. However, the product is intended to be used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to "inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because instruction for use could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that the patient was admitted to the hospital for treatment of kidney stones. At about 1 o'clock noon on december 7, 2021, the urology hospital opened the guide wire during percutaneous laser lithotripsy and found that the tip of the guide wire was missing a section and could not be used normally. Replaced with a new guide wire immediately. No other impact on the patient.